Event description:
It was reported that while attempting to implant the johnson and johnson (jnj) intraocular lens (iol) in the left eye the following occurred. The procedure had started when it was observed that the posterior capsule ruptured. The haptic of the iol moved posteriorly. The doctor used a skinskey and hook to manipulate the anterior haptic but it became detached from the lens. The patient was left aphakic and an anterior vitrectomy was performed. The iol placement was deferred for a later time. No use error was reported. Reportedly, the device is available for return.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field is designed for the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 21, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that both haptics were detached and one haptic was not returned. The radial holes were also observed to be damaged. No further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.